Event description:
It was reported that when inserting the preloaded monofocal intraocular lens (iol), the plunger deployed improperly and the lens was damaged. The lens was partially inserted. A back-up lens was used to complete the procedure (same model and diopter). There was no patient injury and no medical or surgical intervention was required. The patient is doing fine. No further information was provided.

Manufacturer narrative:
Section a5 ethnicity and race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not fully inserted. Section d6b: if explanted, give date: not applicable, as the lens was not fully inserted. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.